Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose levels were not included in the report. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test and off no power test. The operating currents were in specification. No unexpected blank display anomalies noted during testing. The insulin pump had an intermittent button response on the act button due to flattened dome switch noted. No damage to keypad traces and connector on lcd board was not unlocked during visual inspection. The insulin pump had a cracked reservoir tube lip and scratches on reservoir tube window.